Event description:
The customer reported a ventilator shutdown during treatment and gave three error codes that are consistent with a faulty data acquisition (da) printed circuit board assembly (pcba). The three error does that were seen were the 1007, 1114, and a 100a error codes which indicate a ventilator inoperable machine and proximal pressure sensors failure, check ventilator barometer sensor range error, and a ventilator inoperable data acquisition pcba analog to digital converter (adc) reference failure; respectively. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the data acquisition (da) printed circuit board assembly (pcba) and provided the part identification number. The customer has reported to have ordered the da pcba. The customer will conduct the repairs as advised and will call back only if further assistance is needed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Based on the review of (pressure error, autozero) error code 1007, 1114, and a 100a code, found during clinical use presents no direct patient harm, or injury noted. Risk level associated with this complaint is 0.